Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following an allegation of multiple m65 scale reading errors that had occurred during the patient¿s therapy. It was noted that during cycle seven, the patient had drained 4506ml which is 180.3% the patient¿s prescribed fill volume of 2499ml. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient was compliant with their treatment and the cause for the high drain volume was unknown. The patient received a replacement cycler and was able to complete their peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
The reported complaint symptom (iipv (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was confirmed. An exterior visual inspection of the returned cycler found the heater tray/scale was touching the top cover (display side). There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The ¿go/ no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. An initial check of the scale, showed that the load cell verification was out of specification. The load cell verification failed at the 2000 g and 4000 g weight tests. After adjusting the position of the load cell bracket by loosening the bracket baseplate screws and pushing the load cell bracket backwards, the heater tray was no longer touching the cycler cabinet top cover. A recheck of the load cell verification found the load cell verification was only slightly out of specification. After recalibrating the scale, the load cell verification was within tolerance. There were small spots of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose.

Event description:
"."